Manufacturer narrative:
Patient weight was not provided. Date of event is unknown. Date of implant is an unknown date in 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 95-degree condylar plate and nine 4.5 mm cortical screws were originally implanted in 2016 due to an unknown reason. Subsequently, antibiotic beads were placed in the area approximately one year ago due to infection. Patient underwent a hardware removal on (B)(6) 2018 due to ongoing infection. It was the patient¿s decision to have the hardware removed. The hardware was removed fully intact. Nothing untoward occurred during the removal procedure. The procedure was completed successfully with the patient in stable condition. There is no evidence that the explanted hardware was related to the ongoing infection. The reporter was not aware of any patient symptoms. This report is for one (1) 95 deg condylar plate 18 holes/80 mm/299 mm-sterile. This is report 1 of 2 for (B)(4).